Event description:
I got pregnant with essure.

Event description:
Add'l info rec'd from rptr 3/15/2014: ovarian cyst, weight gain, abdominal pain, sharp stabbing pains, depression, anxiety, mood swings, painful itchy rashes, back pain, coil migration, high risk pregnancy 2013 baby born (B)(6) 2014. Pain during sex. I had essure placed in (B)(6) 2011 after my third child due to not wanting anymore kids and because it failed. I now have 4.